Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('the right essure coil has migrated.'), bladder perforation ('the right essure coil has migrated and implanted in the bladder wall. Essure pressuring/penetrating bladder wall/perforation'), device breakage ('this patients had been treated with essure that broke and migrated unfortunately') and pyelonephritis ('septic pyelonephritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urosepsis ("septic ecuremia"), pyelonephritis (seriousness criteria hospitalization and medically significant) and azotaemia ("septic ecuremia"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the device dislocation, bladder perforation, device breakage, urosepsis, pyelonephritis and azotaemia outcome was unknown. The reporter provided no causality assessment for azotaemia, bladder perforation, device dislocation, pyelonephritis and urosepsis with essure. The reporter considered device breakage to be related to essure. The reporter commented: the left coil is intact. Laparoscopic retrieval is probably going to be the the plan. The patient that came in with an essure that was placed 12 years ago. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('the right essure coil has migrated.'), bladder perforation ('the right essure coil has migrated and implanted in the bladder wall. Essure pressuring/penetrating bladder wall/perforation'), device breakage ('this patients had been treated with essure that broke and migrated unfortunately') and pyelonephritis ('septic pyelonephritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urosepsis ("septic ecuremia"), pyelonephritis (seriousness criteria hospitalization and medically significant) and azotaemia ("septic ecuremia"). The patient was treated with surgery (to remove essure). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, bladder perforation, device breakage, urosepsis, pyelonephritis and azotaemia outcome was unknown. The reporter provided no causality assessment for azotaemia, bladder perforation, device dislocation, pyelonephritis and urosepsis with essure. The reporter considered device breakage to be related to essure. The reporter commented: the left coil is intact. Laparoscopic retrieval is probably going to be the the plan. The patient that came in with an essure that was placed 12 years ago. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events: device breakage and reporter was added incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('the right essure coil has migrated.'), bladder perforation ('the right essure coil has migrated and implanted in the bladder wall. Essure pressuring/penetrating bladder wall/perforation'), urosepsis ('septic ecuremia'), pyelonephritis ('septic pyelonephritis') and azotaemia ('septic ecuremia') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), urosepsis (seriousness criterion medically significant), pyelonephritis (seriousness criteria hospitalization and medically significant) and azotaemia (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, bladder perforation, urosepsis, pyelonephritis and azotaemia outcome was unknown. The reporter provided no causality assessment for azotaemia, bladder perforation, device dislocation, pyelonephritis and urosepsis with essure. The reporter commented: the left coil is intact. Laparoscopic retrieval is probably going to be the the plan. The patient that came in with an essure that was placed 12 years ago. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('the right essure coil has migrated.'), bladder perforation ('the right essure coil has migrated and implanted in the bladder wall. Essure pressuring/penetrating bladder wall/perforation'), urosepsis ('septic ecuremia'), pyelonephritis ('septic pyelonephritis') and azotaemia ('septic ecuremia') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), urosepsis (seriousness criterion medically significant), pyelonephritis (seriousness criteria hospitalization and medically significant) and azotaemia (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, bladder perforation, urosepsis, pyelonephritis and azotaemia outcome was unknown. The reporter provided no causality assessment for azotaemia, bladder perforation, device dislocation, pyelonephritis and urosepsis with essure. The reporter commented: the left coil is intact. Laparoscopic retrieval is probably going to be the the plan. The patient that came in with an essure that was placed 12 years ago. Most recent follow-up information incorporated above includes: on (B)(6) 2019: significant coding correction received. Correction due to discrepancy between coding action item and match point coder query. Verbatim "septic ecuremia" was splitted into events "urosepsis" and "azotaemia". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('the right essure coil has migrated.'), bladder perforation ('the right essure coil has migrated and implanted in the bladder wall. Essure pressuring/penetrating bladder wall/perforation'), azotaemia ('septic ecuremia') and pyelonephritis ('septic pyelonephritis') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), azotaemia (seriousness criterion medically significant) and pyelonephritis (seriousness criteria hospitalization and medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, bladder perforation, azotaemia and pyelonephritis outcome was unknown. The reporter considered azotaemia, bladder perforation, device dislocation and pyelonephritis to be related to essure. The reporter commented: the left coil is intact. Laparoscopic retrieval is probably going to be the plan. The patient that came in with an essure that was placed 12 years ago. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.